Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6), 2006. There were complications with the initial surgery but the exact nature of the complications is unknown. According to the complainant, the patient experienced erosion, numbness, abnormal bleeding, delay in urination, severe pelvic, rectal and vulvar pain, left leg pain, infections, an allergic reaction, sexual dysfunction and painful intercourse post procedure. The exact nature and date of onset of these symptoms are unknown. The patient also had a hematoma and three reconstructions (exact details unknown). It was reported that the patient experienced problems urinating, bowel problems and fatigue and these problems were reported to be predominantly on the left side. A fluid accumulation caused the vulvar skin to split. The patient was reported to have a medtronic neurostimulator installed in two parts in 2008 for pain management. The patient has had numerous adjustments with minimal success. All other information, including the patient's current condition, is unknown and reportedly unavailable.